Event description:
It was reported that during an initial implant procedure, the device experienced a loss of bluetooth (ble) telemetry. The device was reinterrogated using ble and implanted successfully. The patient was stable.

Manufacturer narrative:
The reported complaint of bluetooth (ble) telemetry drop during the implant session is confirmed. Based on the information provided, it was due to the device being moved way from the programmer and implanted in the patient, causing the ble signal drop resulting in multiple reconnections. After magnet placement, the programmer connected to the device successfully. The disconnection that occurred after was due to the user placing the magnet on the device during an ongoing session which is as per the assert magnet event handling design.